Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed indentations and open sores under both breasts and on her back under the distribution node. The patient did not seek medical intervention. Follow-up attempts were unsuccessful and the medical outcome of the sores is unknown.